Event description:
Severe resistance was encountered at the internal carotid artery (ica) carvernous segment while the stent delivery system was advanced to the middle cerebral artery (mca) stenotic lesion. Subsequently, the physician removed the whole system from the patient. Angiography taken post the delivery system removal revealed a vessel intimal dissection. However, blood flow was not limited by the event. The procedure was aborted. No further information was provided.

Event description:
Severe resistance was encountered at the internal carotid artery (ica) cavernous segment while the stent delivery system was advanced to the middle cerebral artery (mca) stenotic lesion. Subsequently, the physician removed the whole system from the patient. Angiography taken post the delivery system removal revealed a vessel intimal dissection. However, blood flow was not limited by the event. The procedure was aborted. No further information was provided.

Manufacturer narrative:
(B)(4): for anticipated procedural complication. Visual inspection of the returned device found that the outer body was kinked on its proximal shaft and severely compressed on its distal shaft. The outer body had spiral shaped on its distal shaft. The stent was partially protruding through the outer body distal end. The inner body was in the outer body. The inner body distal bumper marker was butted against the stent proximal markers. The inner body was kinked on its proximal hypotube and was kinked and compressed on its distal shaft. The inner body and outer body were full of blood. The damages noted on the returned device were most likely caused by excessive force applied to the device by the physician to overcome resistance in an effort to deploy the stent. However; a definitive cause for friction cannot be determined. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported vessel dissection. Vessel dissection is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.